Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as the caretakers in the nursing home not receiving formal training on proper aseptic technique. The event was manifested by cloudy effluent. It was not reported whether the patient was hospitalized for the event. On the same day as onset of the peritonitis, the patient began treatment with cephalothin and amikacin (intraperitoneal, 3 days duration, dose and frequency not reported). Three days later, the treatment was changed to vancomycin (1 gram intravenously every 72 hours, duration not reported). Dianeal therapies were ongoing. At the time of this report, the patient had not recovered from the event it was not reported if the patient or caretakers were retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that they did not know if the patient finished the treatment because the patient was transferred to another renal unit, and the contact was lost. The patient is not using baxter products any more they stated that the patient discontinued dianeal therapy using baxter products. Should additional relevant information become available, a supplemental report will be submitted.